Event description:
Doctor reported that implant at tooth site 46 disengaged from driver during placement and it fell down. Procedure has been completed with another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). Brand name unknown / not provided. Catalog and lot number unknown / not provided. UDI not available. G4: PMA/510(k) number not available. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted h3: product not returned, summary investigation.